Event description:
It was reported by service report that the head right siderail would not raise or lock. Customer could not determine if there was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Result: timing link.